Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was evaluated in the emergency room on (B)(6) 2017, due to weakness in her legs. The patient presented with a hematoma at the lead site. The patient underwent surgical intervention where the lead site was opened up to address the hematoma. The patient has regained her strength and the issue is resolved.